Event description:
A nurse reported that during intraocular lens (iol) implantation, the delivery system was noted to have a crack which damaged the lens. The lens was removed and replaced during the same procedure. There was a delay in surgery of five to ten minutes which the surgeon did not deem significant. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No further info is expected. (B)(4).